Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a right transfemoral tavr procedure, the 29 mm commander delivery (ds) balloon ruptured in the last stages of deployment. The 29mm sapien 3 valve was successfully deployed in the native aortic annulus before the balloon ruptured. The ds had been prepped with +5cc of fluid was added to nominal volume. A bav had been performed prior to deployment. The patient had a heavily calcified annulus and left ventricular outflow tract (lvot) calcium. The delivery balloon was not able to be recaptured in the esheath+. The successful removal of the delivery balloon and esheath+ required a vascular cut down. The artery was successfully closed, and the patient was stable. The balloon ruptured likely against calcium. No damage was observed on the balloon shaft. The perceived root cause of the event is a heavily calcified annulus and lvot. The degree of tortuosity was mild, and the minimum luminal diameter was 7.0 mm. The device was discarded and will not be returned.

Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: type of investigation, investigation findings, and investigation conclusion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for balloon burst was unable to be confirmed as the device was not returned and no relevant imagery was provided. Available information suggests patient factors (calcification) and procedural factors (over-inflation) likely contributed to the event as there was heavy calcification in the annulus and left ventricular outflow tract (lvot) and an additional +5cc of fluid added to the nominal volume. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, while the prescribed nominal inflation volume is provided in the IFU) the extra inflation (+5cc) of fluid was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. The complaint for difficulty or inability to withdraw system through sheath requiring surgical removal of the device was unable to be confirmed as the device was not returned and no relevant imagery was provided. Available information suggests procedural factors (withdrawal of burst balloon; highly calcified anulus and lvot) likely contributed to the event. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.